Event description:
It was reported chemotherapy was leaking from the tubing filter, drops appear on filter vent. One drop every 10 seconds, as estimated by the patient. This occurred on three infusions for this patient with the same tubing lot number. The leak appeared approximately 40-48h after the start of the infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: corrected data: h6. And h10. One photo was provided by the customer which was used to conduct the device analysis.

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned; one photo was evaluated. A leak was observed fleeing from the air vent of the filter in the sample. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).